Event description:
It was reported that the patient was going to have a lead replaced. There were out of range impedances found during reprogramming which led to the decision to replace lead and the healthcare professional might replace the implantable neurostimulator (ins) as well. Group impedances for program 1 were 419 and were 620 for program 2. Estimated 18 months from beginning of life (bol) to end of service (eos). It was later reported that the patient was implanted with the new surescan system where the leads and ins were replaced. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).